Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the knee. Four days later, the patient allegedly developed pain, discomfort, and a fever. The patient was hospitalized and the knee was drained. The patient was treated with a steroid injection. The patient indicated she allegedly had a cyst aspirated and is on antibiotics.